Event description:
Reporter reported that "upon removal from original package pin noted to be bent on the temperature probe adaptor on the inspiratory arm of the circuit."

Manufacturer narrative:
Results and conclusions: please see attached report "bent heater wire pins" for details of failure investigations. Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013 under exemption.